Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the partial release of the stent. The distal fractured part of the stent was not returned as it reportedly remains in situ. The evaluation revealed that the deployment failure was caused by the breakage of a force transmitting component. The condition of the returned device indicates the presence of high release force. Increased friction is considered the reason for increased release force, subsequent deployment failure and breakage of the grip component. The stent fracture occurred as a consequence of the partial deployment during the attempt to remove the system from the patient. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. The reported event also may be use-related as rough handling of the device especially during unpacking may lead to deformation and subsequent release force increase. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any patient details.

Event description:
It was reported that during deployment in the sfa, the vascular stent was being partially released when a complete circumferential fracture of the stent allegedly occurred. The delivery system with the remaining section of the stent was retracted. Then the vessel was dilated with a balloon and another stent was used to overlap the fractured stent segment. There was no reported patient injury.